Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, the device kept slipping through the tissue. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.